Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
The customer's pump unexpectedly shut down at 25% battery life. The customer's blood glucose level was elevated (245 mg/dl).